Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. It was reported that the patient was experiencing an increase in seizures back to pre-vns baseline. The physician did not believe the increase was related to vns therapy and prior to the onset, that patient had changed her depakote dosing. The physician increased the patient's medication to address the event. No further information is available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.